Event description:
Customer testing using accu-chek advantage system. Reporter states customer ran back to back results on the same meter within one minute with results of 188mg/dl and 68mg/dl. Customer also ran back to back results on the same meter within 5 minutes with results of 418mg/dl and 89mg/dl. Reporter ran controls and states they are out of range. Location of testing is not provided. Customer states he did not treat himself based on readings. A request was made for return of the suspect product and a replacement was sent. Accu-chek advantage system: meter, accu-chek comfort curve test strips cat#2030373, lot# not provided, exp date# not provided.

Manufacturer narrative:
The suspect product is the comfort curve test strips.